Manufacturer narrative:
Correction to device evaluated by MFR: it was previously reported that the root cause was operational context as device performance was limited due to anatomical procedural factors. This root cause is applied to the observed damage to the device. However, the most probable root cause of the reported event of air embolism was unable to be determined. (B)(4).

Event description:
It was reported an air embolism occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system (was) along with an unspecified pigtail catheter was positioned in the laa. It was noted the was had a permanent pressure rinse with nacl. The pigtail was removed and a 27mm watchman ® laa closure device & delivery system (wds) was advanced and deployed. A tug test was performed revealing the device was too proximal, therefore it was fully recaptured. A second attempt was made to deploy the same 27mm watchman ® laa closure device with the same result after the tug test. The device was fully recaptured and removed. It was noted that the wds was rinsed with nacl before the implantation and after the full recapture and removal outside the patient. The wds was free from air before the physician used it a second time. They exchanged the 27mm wds for a 30mm watchman ® laa closure device which was successfully deployed. A tug test was performed revealing the device was too proximal. A full recapture was performed. The wds was rinsed with nacl before the implantation and after the full recapture and removal outside the patient. The wds was free from air before the physician used it a second time. This 30mm wds was advanced again; however, while still in the was, air was observed in the laa. The patient's blood pressure began to decrease and it was noticed air had accumulated in the right coronary artery (rca) and left anterior descending artery (lad). The procedure was aborted; the wds was removed. Air was quickly and successfully aspirated via pigtail catheter out of the laa and via coronary catheter out of the rca and the lad. The patient was intubated and ventilated before the coronary intervention. The patient was placed in the intensive care unit for monitoring. No further patient complications were reported. The patient was moved to a normal station and their current status is fine. It was noted that no air was observed in the devices.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
Same case as MFR: 2134265-2017-06382, 2134265-2017-06402. It was reported an air embolism occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman¿® access system (was) along with an unspecified pigtail catheter was positioned in the laa. It was noted the was had a permanent pressure rinse with nacl. The pigtail was removed and a 27mm watchman® aaa closure device & delivery system (wds) was advanced and deployed. A tug test was performed revealing the device was too proximal, therefore it was fully recaptured. A second attempt was made to deploy the same 27mm watchman ¿® aaa closure device with the same result after the tug test. The device was fully recaptured and removed. It was noted that the wds was rinsed with nacl before the implantation and after the full recapture and removal outside the patient. The wds was free from air before the physician used it a second time. They exchanged the 27mm wds for a 30mm watchman® aaa closure device which was successfully deployed. A tug test was performed revealing the device was too proximal. A full recapture was performed. The wds was rinsed with nacl before the implantation and after the full recapture and removal outside the patient. The wds was free from air before the physician used it a second time. This 30mm wds was advanced again; however, while still in the was, air was observed in the laa. The patient's blood pressure began to decrease and it was noticed air had accumulated in the right coronary artery (rca) and left anterior descending artery (lad). The procedure was aborted; the wds was removed. Air was quickly and successfully aspirated via pigtail catheter out of the laa and via coronary catheter out of the rca and the lad. The patient was intubated and ventilated before the coronary intervention. The patient was placed in the intensive care unit for monitoring. No further patient complications were reported. The patient was moved to a normal station and their current status is fine. It was noted that no air was observed in the devices.

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned complaint device revealed that the implant was inside the sheath and connected to the core wire as received. Blood was on the device.the hub, shaft, tip, core wire, and implant were examined. Multiple kinks were found along the shaft of the device. The tip, markerband, and inner shaft were damaged with evidence of anchor damage consistent with recapture of the implant. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported an air embolism occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system (was) along with an unspecified pigtail catheter was positioned in the laa. It was noted the was had a permanent pressure rinse with nacl. The pigtail was removed and a 27mm watchman ® laa closure device & delivery system (wds) was advanced and deployed. A tug test was performed revealing the device was too proximal, therefore it was fully recaptured. A second attempt was made to deploy the same 27mm watchman ® laa closure device with the same result after the tug test. The device was fully recaptured and removed. It was noted that the wds was rinsed with nacl before the implantation and after the full recapture and removal outside the patient. The wds was free from air before the physician used it a second time. They exchanged the 27mm wds for a 30mm watchman ® laa closure device which was successfully deployed. A tug test was performed revealing the device was too proximal. A full recapture was performed. The wds was rinsed with nacl before the implantation and after the full recapture and removal outside the patient. The wds was free from air before the physician used it a second time. This 30mm wds was advanced again; however, while still in the was, air was observed in the laa. The patient's blood pressure began to decrease and it was noticed air had accumulated in the right coronary artery (rca) and left anterior descending artery (lad). The procedure was aborted; the wds was removed. Air was quickly and successfully aspirated via pigtail catheter out of the laa and via coronary catheter out of the rca and the lad. The patient was intubated and ventilated before the coronary intervention. The patient was placed in the intensive care unit for monitoring. No further patient complications were reported. The patient was moved to a normal station and their current status is fine. It was noted that no air was observed in the devices.